Event description:
It was reported, on (B)(6) 2025, the patient had noted leakage from infusor bottle. Infusor bottle stopped and disconnected, PICC assessed, venous return obtained and PICC flushed with no leaking noted. Skin around PICC checked, no redness, swelling or pain in arm noted. Patient attended bws ptu for assessment on (B)(6) 2025 following a telephone call to the helpline from the district nurse as no venous return from PICC and patient complained of heaviness in arm. PICC assess in ptu, no venous return obtained and no leaking noted when PICC flushed. No redness, swelling or pain in arm but patient describes a heaviness in arm. PICC removed and a fracture at 6cm & 25 cm noted. Following extravasation policy cold compress applied and patient supplied with dmso (dimethyl sulfoxide) and 1% hydrocortisone cream with instructions for use. Helpline to follow up with patient. Patient admitted to hospital on (B)(6) 2025 with shivers, swollen and painful arm unable to lift arm. Patient treated for extravasation as per extravasation policy, antibiotics and pain relief, reviewed by tvn and plastics as an inpatient. Patient discharged from hospital (B)(6) 2025. To be reviewed at next chemotherapy appointment. PICC replaced (B)(6) 2025 while inpatient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.